Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted lvp bezel post recall completed, replaced bezel assembly. Replaced lower pressure sensor due to check IV set error. Replaced rear case recall completed. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 05 oct 2006 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had check IV set alarm. There was no patient involvement.

Event description:
It was reported that the device had check IV set alarm. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted lvp bezel post recall completed, replaced bezel assembly. Replaced lower pressure sensor due to check IV set error. Replaced rera case recall completed. A review of the device history record showed the device had a manufacture date of 05 oct 2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. ¿a patient side (lower) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the sn 12427377 which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had check IV set alarm. There was no patient involvement.